Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced total occlusion of the venous access site. The right ventricular (rv) lead exhibited noise. The right atrial (ra) and rv leads were capped and the system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.